Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, due to a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (hemolysis) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards germany affiliate, approximately 4 months post transfemoral tavr procedure with a 23mm sapien 3 ultra valve, the valve presents paravalvular leak at 12 and 8 o'clock with grade 2 insufficiency and hemolysis. Post dilatation with a 23mm commander delivery system with +2ml of additional volume was performed, and there were no remaining gradient or paravalvular leakage visible. The patient's condition was good. Per report, the valve was originally implanted in 80:20 (aortic/ventricular) position without problems. Post operative angiography showed paravalvular leak at 1 o'clock with grade I insufficiency, but it was decided to not post dilate due to calcium in left ventricular outflow tract, and it was thought that the skirt of the valve would seal it (peak gradient 25mmhg; mean gradient 15mmhg).